Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the harness would get warm when plugged into the controller and the battery voltage would drop extensively. Provider states that there was no overheating or sparking happening while the consumer was in the chair but when he put the controller back by the batteries he noticed the overheating and sparking.